Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It was reported that the bdc was overinflated to 18 atmospheres (atms) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture since limited information was provided and this is based on a case study article. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. H6: device code 2017 clarifier- above rbp. Literature attachment: article title "stent underexpansion due to heavy calcification in a patient with recent acute coronary syndrome successfully treated with lithotripsy".

Event description:
This was reported through a research article, identifying the trek balloon dilatation catheter. This is a case study of a patient who presented with edge in-stent restenosis of the right coronary artery with heavily calcification. A balance middleweight guide wire crossed the lesion to the distal segment of the rca, due to unsuccessful attempts to advance non-abbott wire, the buddy wire technique was used with balance hydro weight guide wire and a non-abbott guide wire. A 1.2x15mm non-abbott balloon was pressurized to 16 atmospheres (atms), followed by 2.0x22mm at the same pressure. A 2.5x20mm trek balloon dilatation catheter was pressurized to 18 atms when it ruptures. A non-abbott balloon 3.0x20mm was inflated to 24 atm and residual stenosis remained at 70%-80%. Therefore, a high-pressure balloon was used, pressurized at 40 atms with no success. A non-abbott drug eluting stent was attempted to be advanced; however, failed. Lithotrispy was performed and a catheter balloon was advanced performing angioplasty. After using another 4.0x20mm non-abbott balloon catheter at 22 atm a dissection was noted. A 3.5x18mm xience pro was deployed at 16 atm to treat the dissection. Finally, stent optimization was performed and imaging showed acceptable effect of the rca. Specific patient information is documented as unknown. Additional information can be found in the attached article " stent under expansion due to heavy calcification in a patient with recent acute coronary syndrome successfully treated with lithotripsy". No additional information was provided.